Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain/ lower back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included uterine bleeding, cyst, anemia and irregular periods. Concurrent conditions included vomited, mood swings, difficulty sleeping, night sweats, adenomyosis, iron deficiency, ovarian cyst, menopausal symptoms and fever. Family history included diabetes mellitus (father), hypertensive (sister) and breast cancer (mother). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2017, the patient experienced alopecia ("hair loss") and hot flush ("hormonal changes/ hormonal changes describe: bad hot flashes"). On an unknown date, the patient experienced fatigue ("fatigue") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2020. At the time of the report, the back pain, dysmenorrhoea, fatigue, alopecia, hot flush, headache, weight increased, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, fatigue, headache, hot flush, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pain dysmenorrhea (cramping), back pain. Discrepancy noted date of insertion: (B)(6) 2013, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain/ lower back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included uterine bleeding, cyst, anemia and irregular periods. Concurrent conditions included vomited, mood swings, difficulty sleeping, night sweats, adenomyosis, iron deficiency, ovarian cyst, menopausal symptoms and fever. Family history included diabetes mellitus (father), hypertensive (sister) and breast cancer (mother). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"). In september 2017, the patient experienced alopecia ("hair loss") and hot flush ("hormonal changes/ hormonal changes describe: bad hot flashes"). On an unknown date, the patient experienced fatigue ("fatigue") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2020. At the time of the report, the back pain, dysmenorrhoea, fatigue, alopecia, hot flush, headache, weight increased, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, fatigue, headache, hot flush, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pain dysmenorrhea (cramping), back pain. Discrepancy noted date of insertion: (B)(6) 2013, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: reporter was added. Case become serious incident. Removal date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.